Event description:
Subsequent to the previously filed report, additional information was received that on 18 april 2023, the began suffering from claudication of the lower limbs. Specifically, muscular weakness, plantar hypoesthesia, and amyotrophy of the quadriceps. It is noted that the cause could be either vascular or neurological. On (B)(6) 2023, a computed tomography scan was performed and showed no argument for a ischemia. No intervention was performed for the time being, but the patient will undergo a cerebral and spinal magnetic resonance imaging (MRI) scan to rule out transient ischemic attack/stroke. An electromyogram and an arterial doppler will be performed to rue out arteriopathy of the lower limbs.

Manufacturer narrative:
An event of fever, fatigue, nausea, vomiting, muscular weakness, hypoesthesia, and amyotrophy was reported. A more comprehensive assessment, including histopathological examination of the valve could not be performed as the device remains implanted and was not returned for analysis. Field indicated on the patient's comorbidities were atrial fibrillation, hyperlipidemia, hypertension, and present smoker which could have contributed to the reported event. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There was no allegation of malfunction against the abbott device. The cause of the reported incident could not be conclusively determined.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6) ((B)(4)). It was reported that on (B)(6) 2023, a 27mm portico ng/ navitor valve was implanted in a patient. The patient had only been consciously sedated for procedure. The patient had been administered heparin prior to procedure and had an activated clotting level of 282 seconds. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. It was noted post-procedure that the patient had a fever of 39.6 degrees celsius. The patient was noted as confused and disoriented with nausea and vomiting. A computed tomography scan was performed and confirmed no stroke occurred. On (B)(6) 2023, the patient was no longer confused and was placed on antibiotics (paracetamol and zophren). The blood cultures results were negative. The patient has been discharged. The physician believe caused the patient's signs and symptoms was the anesthetic product. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.